Event description:
It was reported that the nurse was receiving an error message on the nim eclipse unit. After selecting the "ok" key the system began updating 29 new updates and would not allow her to proceed. After the updates were complete she re-started the system and received the same error message, "electrical stimulator failure." The complainant stated that this is a loner eclipse system. The doctor decided to cancel/reschedule the case after 1.5 hours (patient was anesthetized this whole time), without resolving the error message. The next day, the nurse emailed to state that on further inspection, the cable had noticeable physical damage, bent prongs. After the cables were replaced by the facility on a separate date, the problem has not recurred.

Manufacturer narrative:
(B)(4). The product has not been returned for analysis. Method: no testing methods performed. (B)(4).